Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.the insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.(B)(4).

Event description:
The customer reported via phone call that the display on the insulin pump went blank. The insulin pump does not have physical damage and was not exposed to moisture. The contacts on the battery cap are not missing or damaged and the battery compartment is not damaged or corroded. Customer was advised to insert a new battery; the display did not return. Customer was instructed to clean the battery cap and reinsert the battery; the display did not return. Blood glucose value was 156 mg/dl. Customer was ad vised to remove the battery for 2 hours, revert to back up plan and call back if screen was still blank. Customer called back and stated that the display remained blank. Customer was advised the insulin pump would be replaced and agreed to return the product for analysis.